Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from elevated metal ion levels. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014 - sales rep reported revision surgery for the left hip. Patient was revised to address pain. The adapter sleeve for the left hip is now being added to the complaint. This complaint was updated on: (B)(6) 2014.